Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump suspended insulin delivery. Customer resumed insulin to resolve the suspension. Pump history review with tandem technical support did not identify any alerts/alarms that would have suspended insulin delivery or resume insulin notifications. Customer declined to upload pump data for further review. Customer reported pump was functioning "normally" and customer may have misread the initial notification. Customer required no further assistance. Customer's blood glucose was in the 190 mg/dl range.